Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. In addition, the pump battery jumped from 50% to 100% in a short period of time. Customer reported blood glucose level was not impacted due to battery issues. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.